Event description:
It was reported that the patient presented remotely via (B)(6). Review of transmission revealed oversensing noise on the right ventricular (rv) lead. No changes or intervention was performed. Patient condition was stable.